Manufacturer narrative:
The initial reporter named is a getinge employee whose contact details are: (B)(6). Which differs from that of the event site. The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. The catheter tubing was flat/deformed near the y-fitting at approximately 74.7cm from the iab tip. The evaluation confirms the presence of a deformed catheter tubing as an analyzed failure. However, we are unable to conclusively determine when this failure may have occurred. Therefore, the root cause is impossible to define. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00516 and 2248146-2020-00517, the catheter tubing was found to be flattened which was unrelated to the reported leak and difficulty to remove failure modes. There was no patient involvement.